Manufacturer narrative:
(B)(6). Medical products: unknown vanguard tibial tray. Unknown vanguard femoral. Source: (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to instability. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore, the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right revision knee procedure for necrosis and was subsequently was revised due to instability approximately four (4) years two (2) months post revision surgery. Attempts to obtain additional information have been made; however, no more is available.